Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_ 12.6 implantable collamer lens of diopter -11.0/1.5/092 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to excessive vault. On (B)(6) 2023 a replacement lens of shorter length was implanted. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim #(B)(4).